Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/2.75 mm balloon ruptured at four atms on the first inflation. The pt was aysmptomatic during this event. The lesion being treated was a calcified lesion in an unspecified coronary artery. The physician used a terumo introducer sheath for vascular access, and a mach 1 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon. An express2 20/2.75 stent was placed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.